Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The blood glucose reading was over 400 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer mentioned that there was a large difference in their sensor readings versus their blood glucose. Customer stated their sensor was reading low blood glucose while their blood glucose was over 400 mg/dl. Customer also reported communication issues between the transmitter and the insulin pump. Auto mode was not active due to the communication issues. No harm requiring medical intervention was reported. The pump will not be returned for analysis.